Event description:
This event was noted in a journal article, as aortic valve explanted after 4 months due to prosthetic valve endocarditis (abscess) and a false aneurysm above the annulus. Replaced with a st. Jude valve and a patch repair of the ascending aorta was performed.